Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the cpghc, pressft flex curved drill guide, serial # (B)(4). It was noted that during a hip arthroscopy procedure on ( B)(6) 2021, the pressft flex curved drill guide, was cutting into the internal components of the 8.5mm clear-trac smith and nephew cannula. This left plastic shards inside the joint each time the physician put the guide into the joint to drill for an anchor. Prior to the drill guide insertion, a shaver and straight bur were used with the cannula. It was indicated the procedures were successfully completed with a few minutes delay. There was no patient impact or harm as they did retrieve the shards that were scraped off. No other information was made available. This report is being raised on the basis of malfunction as the fragments (shards) were removed.

Manufacturer narrative:
The customer's reported issue and complaint of the guide itself is likely too sharp was not confirmed. Examination of the returned used device, item cpghc, could not confirm the reported event. The evaluation could not find any discrepancies with the returned product. The device is manufactured per print cpghc and no fault was found. The manufacturing documents from the device history records have been reviewed and found an ncr however it was not related to the manufacture of the device. Additionally, no abnormalities were found that would contribute to this issue. A two-year lot history review found 2 events for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the to exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. The IFU also advises the user to avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Additionally, the IFU advises the user to inspect instrument after use to ensure it has not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.